Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was having difficulty getting pre-authorization from their insurance. The rep reported that the patient was seen and (B)(6) of the contacts show high impedance, the contacts are unknown. The patient was in a motor vehicle accident, but it was unknown when. The rep stated that the plan is to explore the lead via multi lead trialing cable. It was reviewed to also explore the connection on both ports. No symptoms were reported. No further complications were reported.